Manufacturer narrative:
Additional devices listed in this report: cat # 6021-3535, lot # 22480701, description: accolade (127 deg) size 3.5 accolade (127 deg) size 3.5; cat # 6260-5-126, lot # 21062703, description: 26mm std v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
It was reported that the patient has pain and wants to know if his implant is recalled.

Manufacturer narrative:
An event regarding pain involving a uhr bipolar 26x55mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the reported device is not part of a recall. The exact cause of the reported pain could not be determined due to a lack of information. Further information such as medical records and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient has pain and wants to know if his implant is recalled.